Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (service code 204: belt/monitor unusable) has been confirmed. Upon investigation the monitor will not complete detect and treat testing due to liquid contamination found on the u407 bluetooth chip on the computer/analog board. The automated pulse test utility failed to download due to the contaminated u407, which halted the utility and prevented the monitor form attempting to fire any pulses. Additionally, contamination was found on connector j1001 on the c/a board, causing the code 204. The root cause for the contamination is ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable.